Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose, seizure, coma and broken arm on (B)(6) 2019 with blood glucose of 74 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as loss of consciousness. The customer treated with the emergency room, dextrose and juice and graham crackers. Troubleshooting was declined for low blood glucose level. The insulin pump will not be returned for analysis.